Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned coronary non-emergency treatment when the issue happened, and it was completed as planned by choosing programs on the data monitor. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the tsm (touch screen module) could not be switched on. During troubleshooting, the rse confirmed that there was a software crash in the xper module. The philips field service engineer (fse) inspected the system onsite and replaced the xper module and inspected the system. After the replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the unavailability of the tsm module did not prevent the procedure from continuing, leading to the conclusion that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon re-evaluation, it was determined that this case is not a reportable complaint. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency coronary treatment. The procedure was completed by selecting the program on the data monitor. A philips remote service engineer (rse) examined the system remotely and the confirmed switching function was not possible on the touch screen module (tsm). The rse suspected software crash in the flexvision pc or in the tsm. A philips field service engineer (fse) inspected the system on-site and confirmed that the user was unable to choose any programme on the tsm. As a part of troubleshooting, the fse replaced the tsm after which the system is working as intended. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been identified that the unavailability of the tsm did not prevent the procedure from continuing and the procedure could be completed by selecting the programme on the data monitor. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon re-evaluation, it was determined that this case is not a reportable complaint. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system software crashed and screen switching was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.